Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2022. After, the procedure the patient started to notice losing satiety and not feeling the balloon on (B)(6) 2023. An endoscopy procedure was performed on (B)(6) 2023 where it was verified the balloon was absence from the patient's stomach. The patient had excreted it.

Manufacturer narrative:
Device code a010402 captures the reportable event of balloon migrated. Device code a1401 captures the reportable event of balloon deflation. Impact code f2202 captures the reportable event of additional endoscopic procedure.

Manufacturer narrative:
Block h6: device code a010402 captures the reportable event of balloon migrated. Device code a1401 captures the reportable event of balloon deflation. Impact code f2202 captures the reportable event of additional endoscopic procedure. Block h11: device code a23 has been added to block h6, block b5 and b7 have been modified based on additional information received march 19, 2024.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2022. On (B)(6) 2023 the patient reported losing satiety and not feeling the balloon. An endoscopy procedure was performed on (B)(6) 2023 where it was verified the balloon was absent from the patient's stomach. The patient had excreted it. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.